Event description:
Pharmacy technician was operating our pharm-assist machine with the malfunctioning tubing. The pharm-assist was running but unable to push the fluid through causing a bulge in the tubing. The bulge of fluid was located by the white plastic bar that is attached to the pharm-assist tubing. We ended up wasting a bag of fluid because the machine was not pumping the correct amount of fluid into the bag. The tubing was replaced. The pharm-assist was re-calibrated and then everything was working properly again.